Event description:
On (B)(6) 2023 the customer reported obtaining erroneous high ion selective electrodes (ise) including sodium (na), chloride (cl) and potassium (k) patient results on cells 1 and 2 on the customer's au5800 chemistry system (au5800-20 chemistry analyzer au5800 automation ready part number b23280 and serial number (B)(6)). The erroneous high ise results were not reported outside the laboratory. There was no report of change to patient treatment or management in connection with this event. A beckman coulter customer technical support (cts) specialist assisted the customer over the phone. Customer informed cts that multiple hardware and electrodes were replaced the previous week, and enhanced manual clean performed but customer was still experiencing erroneous high ise patient results. Customer did not provide patient data print outs although requested. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
A1: full patient identifier is (B)(4). H3 and h6: a beckman coulter field service engineer (fse) was dispatched to assess system performance. As part of troubleshooting, fse replaced several hardware components which did not resolve the issue. Fse then noted the ise case was not properly grounded due to corrosion. Fse replaced the ise case and cable. Fse then performed ise retest/replace/rack diagnostics to confirm proper operation. Fse also ran rack precision x100 (cell 1/cell 2). Fse verified system performance by performing ise calibration and quality control. In conclusion, the cause of the event is a hardware malfunction.